Event description:
Surgeon attempted to place capsular tension ring twice. Ring did not deploy correctly from inserter. Tension ring capsular model#: mr-1420, serial#: 3314266, lot#: ceeado, expiration date: 4/30/2029 tension ring capsular model#: mr-1420, serial#: (B)(6), lot#: ceebhe, expiration date: 4/30/2029. Ref report: mw5163195.